Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the objective lens glue peeled off due to stress by repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope having pinhole in the bending rubber. Upon inspection and testing of the customer returned device, the adhesive part of the scope objective lens was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber, adhesive part of the objective lens came off, white scratches on image, curved rubber adhesive missing, operating part angle fixing part loose, scratches found on the grip, scratches on the angle lever, scratches found on the up/down plate, scratches found on the right/left plate, scratches found on the video connector, scratches found on the light guide connector, scratches on the light guide cover glass surface, scratches found on the video connector case, and scratches found on the up/down angle fixing lever (sp). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.